Manufacturer narrative:
In this case, this device was returned and although there was no device malfunction/issue reported against the device, however, as the device was returned, it was visually inspected as a conservative measure, and it was noted that the gripper lever assembly tabs were broken. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. In this case, as there were no issues reported with the device, the observed broken gripper lever assembly tabs appear to likely be related to post-procedural handling/shipping. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation, an anterior leaflet prolapse, and complex anatomy of an indentation on each side of the posterior 2 leaflet for a mitraclip procedure. During the procedure, there was challenges creating the transeptal puncture which required the use of an electric scalpel to make radio frequency to cross and was relatively sloppy. A mitraclip was implanted successfully medially on the anterior-2/posterior-2 leaflets. A second mitraclip was attempted to be placed, but the clip moved unintendedly by moving medially while the sheath went anteriorly and had difficulty responding. The mitraclip was retracted to identify the alignment of the blue line and the problem persisted, while removing the clip, the transeptal puncture was lost and the procedure was discontinued. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.